Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation is on-going.

Event description:
It was reported that during an aneurysm coil embolization, the coil encountered resistance within the microcatheter. The coil was reported to have detached within the microcatheter. The coil was withdrawn successfully and removed from the patient. No patient injury or intervention was reported.

Manufacturer narrative:
The investigation is completed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.